Event description:
A request to the manufacturer for ventilator service was made. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was recalibrated to address the issue. An issue related to the power management board was observed. The device's power management board was replaced to address the issue.

Event description:
A request to the manufacturer for ventilator service was made. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was recalibrated to address the issue. An issue related to the power management board was observed. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a ventilator's power management board was replaced to address an observed issue. This information was not correct. The device's power management board was not replaced.